Event description:
"On or about (B)(6) 2005," a sparc sling systems was implanted to treat stress urinary incontinence. It was reported that a cystoscopy on (B)(6) 2009 revealed mesh erosion into the bladder. On (B)(6) 2010, surgery was done to remove the right arm of the mesh, as well as the mesh that eroded into her bladder. On (B)(6) 2012, mesh was removed from the urethra. It was also reported that the severe pain, incontinence and erosion were caused by the mesh and that she has suffered, and will continue to suffer, pain, dense scarring, disability, injuries, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and was caused severe and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.